Event description:
It was reported that during preventive maintenance, one of the knobs on the epg (external pulse generator) was found to not operate properly, and the battery door cover was missing. The epg was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery drawer was broken and the menu control knob was broken. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were missing, the ring cover was missing, the lead flex cover was contaminated, three case screws were missing, the ring cover screw was missing, the battery contacts were compressed, two side bails were missing, the ring was missing, the battery drawer o-ring was missing and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure. (B)(4).